Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, a location feedback issue, a magnetic tracking error message and a notification that the system was reloading the catheter software occurred. Once these issues resolved, the procedure continued. Later, while ablating the cti line, a steam pop occurred, temporarily interrupting the procedure. Ultrasound was used to confirm that there was no effusion, and nothing abnormal was observed. The case was completed. No patient complications have been reported as a result of this event.